Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 100" (254 cm) appx 12.8 ml, 15 drop primary set w/3 microclave®, rotating luer, filter cap, where it was reported the tubing with blue anti-reflux valve is not compliant since the liquid goes back into the tubing. This creates a change in the dosage of the medication to be received. When using propofol, the solution was backing up in the tube. The error could be caught because propofol is well differentiated with its milky hue. They were made aware of the problem during the patient induction period while injecting the drug through the clave of the tubing. There was no blood loss. The tubing was replaced and therapy started. Tubing had to be removed from operational circulation. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
Received: forty-two (42) new. List #(B)(4), primary set, 3 clave y-sites, 100 inch, non-dehp; lot #13539751. It is understood that the molding process, automation, and subsequent packing b9126 primary set is random so the samples that were sent back are randomly selected as if the whole lot population was available to draw from. Using binomial stages sampling plan (95% confidence, 0.10 ucl, n=0, crc handbook of probability and statistics: second edition) this would allow for thirty-five (35) samples to represent the lot population. No damages or anomalies noted. The sets were tested for cracking pressure and back flow per product specifications. The back check valve functioned according to product specifications with no backflow observed. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9. Devices returned to MFR on 7/25/2023.